Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing morphine (15mg/ml at 1.49mg per day). Indications for use included rst/causalgia-complex regional pain syndrome and spinal pain. It was reported that following the patient's pump refill on (B)(6) 2016, the patient's medication concentration was raised from 15mg/ml to 40mg/ml to bump out the next refill appointment. The refill nurse did not perform a bridge bolus because she thought the flow rates were unchanged, but noticed a 28% increase in the dosing after the update was complete. The patient's new dose was to be 1.92mg per day because that was the lowest programmable dose with 40mg/ml medication. It was noted that if a bridge bolus was not performed, the patient would be initially underdosed due to the lowered flow rate. With the pump's new programming at a minimum programmable flow rate, it would have taken 170-215 hours to clear the patient's old 15mg/ml medication from the catheter. Additional information was received from a manufacturer representative on 2016-dec-12. It was further reported that the patient showed no symptoms of underdose or overdose. The patient's medication concentration was changed to 25mg/ml and the daily dose was set back to 1.5mg per day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.